Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported events of the clock not being set and the backup battery use count increasing were confirmed via review of the submitted log files. At the onset of the system controller¿s event log file, data was captured with the default timestamp of the year 2000 and a controller clock corrupt alarm was observed to be active. The events leading up to the clock resetting were not able to be determined as they had been overwritten by newer information. Throughout the available event data, the pump maintained a speed within the expected range without issue. The periodic data indicated that the clock reset to the default timestamp sometime after 12:40:37 on 30jun2025. The periodic data also revealed that between 23oct2024 and the end of the log file (05jan2000), the backup battery use count increased from 9 to 17. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis under this event. The root causes of the controller clock corrupt alarm and the backup battery use count increase could not be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The abbott heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including clock not set and no external power alarms. Section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. Section 10 entitled ¿safety checklists¿ instructs users to, at least once every six months, contact their hospital contact to charge the backup battery within the backup system controller, to perform a self-test on the backup system controller, and to ensure that the backup system controller¿s settings are identical to the primary controller¿s. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on 07jul2025 that there was a pump stop in the previous week. It was noted that the patient slept on batteries due to constant low flows. The alarm was disabled by the account to reduce noise fatigue for the patient. Log files were submitted for review and did not capture the pump stop. The log files did capture a date/time stamp reset which was likely due to a total loss of power, depletion of external batteries and depletion of the backup battery (ebb). The last recorded date prior to the date / time stamp reset was (B)(6) 2025 12:40:37 which could indicate that the total loss of power occurred sometime over the next 24 hours. The amount of time the pump was off was unable to be determined. It was confirmed that the cause of the controller clock not set alarm was a total loss of power. There were no symptoms associated with the event, and it was noted that the patient has chronic low flows.